Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012180468); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve deployment was attempted but the valve was recaptured into the delivery catheter system due to an unspecified reason. Following the recapture, a complete heart block (chb) occurred. The valve was fully deployed; however, the chb remained. Subsequently, the temporary pacemaker remained in place upon the completion of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve deployment was attempted but the valve was recaptured into the delivery catheter system due to an unspecified reason. Following the recapture, a complete heart block (chb) occurred. The valve was fully deployed; however, the chb remained. Subsequently, the temporary pacemaker remained in place upon the completion of the procedure. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured because the implant depth was too deep on the first deployment attempt.